Event description:
A customer reported a low reading issue with the adc device. The customer reported a sensor reading of 40 mg/dl, and went to hospital. Healthcare meter results of 393 mg/dl, then later 507 mg/dl were obtained as compared to sensor readings of 40 mg/dl and 57 mg/dl. The customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) and fluids. There was no report of death or permanent injury associated with this event. A third readings comparison of 103 mg/dl from sensor against 258 mg/dl from healthcare meter was also provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.